Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: brand name is provided and updated. Model number is provided and updated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Brand name is unknown as the serial number was not provided. Model number is unknown as the serial number was not provided. Unique identifier is unknown as the serial number was not provided. (B)(6). Manufacturer date is unknown as the serial number was not provided. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a thermal burn occurred in the patient¿s operative eye. A description from the surgery center indicated the prime and tune stage was successful and the thermal burn occurred during phaco mode 1 as heat generated as aspiration was low. The patient¿s comments were that when the thermal burn occurred, the patient felt hot at the time. As the procedure continued, a capsular rupture occurred and the lens that was placed, was taken out. The surgery center indicated there was 4 to 5 sutures placed to close the wound and a vitrectomy procedure was required. The procedure was completed using a backup. It was also stated the patient required hospitalization for 2 days. The surgery center suspects the thermal burn may have been caused by the handpiece having a clog and the passage of fluids did not flow because the viscoelastic was used in a situation where it could not secure the space through which balance salt solution flows. Although attempts were made for additional information, it is unknown if when the surgery center states the procedure was completed using a backup if it means it was a backup phaco console or a backup handpiece to continue with the procedure. It is also unknown why the patient required hospitalization and patient outcome. This report is for phaco handpiece. This report is for phaco handpiece. A separate report will be submitted for the phacofragmentation unit.